Event description:
It was reported that the screen keeps freezing. The device was not being used for medical treatment; no further details were provided regarding the event. No patient or user harm was reported. Per the diagnostics performed by the engineer, the customer was advised to replace the touchscreen assembly. The field service engineer replaced the touchscreen and was then able to change the settings. The system meets the specification for the performed service and is returned to use.

Manufacturer narrative:
The touchscreen assembly was returned for failure investigation¿the resistance measurements and resistance ratio test passed. The reported complaint touchscreen failure is not duplicated. There is no fault found on this returned touch screen assembly.